Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative returned to the site and found that the surgeon profile had an excess number of tool cards loaded into the profile. Once two tool cards were removed, the imaging system could be viewed by the navigation system and functionality was restored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a medtronic imaging system could not be viewed by the navigation system. It was reported that prior to an image acquisition with the imaging system, the surgeon observed that the navigation system could not view the imaging system while the reference frame and surgical instrumentation were visible. Attempts to move and reposition the camera did not restore functionality. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.